Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, vyaire tech guided him thru the procedure and what he needed in calibrating this kind of old blender, which may takes a bit of back and forth until it settles. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that he needed guidance in adjusting the blender of a vela ventilator. Fio2 (fraction of inspired oxygen) at 90% is off by -6 and needing calibration. Furthermore, there was no patient involvement associated with this reported event.